Manufacturer narrative:
Other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable exhibited a leak. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Corrected data: e2, e3.